Event description:
Pt with class IV heart failures was receiving dobutamine at 3 mcg/kg/min or 4.1 cc per hour via cardinal health care fusion intravenous pump. The 250cc bag was empty in 12 hours. The pump was isolated and pump logs reviewed by hospital engineering staff. Guardrails were used and pump was correctly programmed. No issue could be found. Tubing was also isolated and the engineering staff could not reproduce the error. The nurse noted that when she paused the pump the drip chamber showed drops of fluid falling at a rapid rate until the roll clamp was closed. Pt's heart rate increased to 120's.